Event description:
"Caller alleged impression with inratio meter. Results as follows:" (B)(6): inratio - 3.6, 1.9 (5 minutes apart), 4.0 (1 hour later). Therapeutic range: 2.0-3.0. Meter was not in correct mode when fingerstick was performed.

Manufacturer narrative:
Patient self tester was unable to provide the strip lot number. No further investigation is possible without this information. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.